Manufacturer narrative:
Updated information: d4 catalog number updated d6b explant date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the clinician noted a failure of the aortic purge system and the left ventricular purge system. The connector cable and lines were checked, and the issue could be temporarily resolved by deactivating and reactivating the left ventricular purge system, after which the purge system became visible again. The ventricular septal defect closure is planned for the following day, and device removal is expected. The clinician has been informed that the device should be stored for pickup.

Manufacturer narrative:
Corrected information has been provided in d4 and h3. Placement signal issue: there was no defect found with the returned product but without the data logs the cause of the placement signal issue cannot be established.

Manufacturer narrative:
Additional information was received noting update that the device had been successfully explanted and has been retrieved for return. Note: h6 heath effect-clinical, health effect-impact and medical device problem coding remain unchanged as previously reported.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.